Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker generator change procedure. Interrogation of the pacemaker prior to the procedure noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.